Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, operating currents, self test, error test and off no power tests. No unexpected low battery or weak battery alarms were noted. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 160 mg/dl. The insulin pump will be replaced. The insulin pump will be replaced. Nothing further reported.